Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing more frequent low blood glucose readings in the past few weeks while using the ilet. A low bg of 42 mg/dl was recorded. The lows were treated with quick-acting carbohydrates. The user reported that he hasn't modified his behavior or announcement techniques.